Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected, seroma, capsular contracture, baker grade unknown.

Event description:
Medical staff reported via regulatory agency "swelling in the area of the right breast," "liquid has been drained from here several times in the sense of a seroma," "there is onset of capsular contracture," and "partial capsulectomy was performed in this procedure and histologically it showed alcl." This record represents the right side. The device has been explanted.